Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument was noted to be broken. No missing or fallen pieces were reported.